Manufacturer narrative:
Evaluation results: (root cause could not be identified). Inherent risk of procedure (reaction). No results available since no evaluation performed (device or procedural images were not provided for review). Evaluation conclusions: inherent risk of procedure (reaction). Unable to confirm complaint (device or procedural images were not provided for review). (Root cause could not be identified). (B)(4).

Event description:
It is reported the patient received a resolute integrity drug eluting stent. Since the implantation of the stent the patient has been experiencing severe itching at the site of the implant, dizziness, lightheadedness and pain. The patient stated she had been to her physician who was unable to help with the symptoms. The patient did not provide any contact or procedural details. There are no other clinical sequelae reported.